Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the operation manual " chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of lens observation field of view being strange was not confirmed. In addition to evaluation in b5, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had a chip. Due to clogging of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water supply volume did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. Connecting tube had a scratch. Plastic distal end cover had a scratch. Objective lens had a scratch. The protector of universal cord on scope connector side had a scratch. Paint on suction cylinder was peeled. Lock engagement lever had discoloration. Lock engagement lever had a scratch. The lock engagement knob had discoloration. The lock engagement knob had a scratch. The right/left knob had discoloration. The up/down knob had discoloration. The right/left knob had a scratch. The up/down knob had a scratch. The image guide protector had a scratch. Flexibility adjustment ring had a scratch. The switch box had a scratch. The scope cover had a scratch. The scope connector had a scratch. The universal cord had a scratch. Grip had a scratch. The control unit had discoloration. The control unit had a scratch. Electrical connector had discoloration due to water leakage. The connecting tube had a wrinkle. Due to a scratch on objective lens, the image had dark area partially. Reprocessing of subject device: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility does not know when foreign object adhered to the scope. It is unknown whether the endoscope was used for a procedure with the foreign material attached. The customer believes the foreign material may be tissue and blood. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the evis lucera colonovideoscope lens observation field of view was strange. There was no report of user or patient harm associated with this event. During incoming inspection, foreign material was clogged in the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.